Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller said patient (pt) tumbled out of bed a couple of days ago and all of a sudden, the stimulator stopped working, stopped helping their symptoms, it all coincided with their falling off the bed. Patient was sleeping and turned over and rolled and landed in about a 10 inch space between their bed and hit their hip and their head and they landed on their right side but it still feels like it is where it was and everything is ok. Worked with caller to use the equipment to synch with the implant and caller was successful to confirm therapy was on, the setting they had been previously using, caller said that setting had been helping the patient. Caller increased stim to a comfortable level. Reviewed some interstim therapy information and redirected to their doctor. Pt will monitor the effect and inform the doctor about the fall.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.